Event description:
General report received of an undocumented number of undocumented incidences of the sheilded blunt cannula not fitting properly into the safeset port. The customer reports that "it doesn't fit improperly with just the first access, but with every access." The report source states that in one of the events, a staff member was "sprayed with blood due to the improper fit." It was reported that most of the time the pts experience small amounts of blood loss. The clinicians change the tubing sets to resolve the problem. The pts' arterial lines have remained patent. There have been no reports of staff or pt adverse effect. Add'l pt and event info was requested, but no further info was available.